Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective esd3 component on the computer/analog pca. The root cause for the defective esd3 could not be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.